Event description:
My husband is a diabetic and has been using accusure 1cc insulin syringes that I bought at my local pharmacy. It is a box of 100 syringes -10 packs containing 10 syringes each-. On multiple occasions the needle has retracted into the barrel of the syringe while trying to give him his insulin injection. On two occasions the needle has come loose from the syringe and we have not been able to find the needle. I do not think it entered either his thigh or his upper arm, but he did not receive his insulin injection and we could not find the needle. I have been a registered nurse for 15 years and have never seen this happen before. There is no phone number to contact the company to report this problem. I spoke to our pharmacist and he states he has not heard of a recall on this product nor has he heard of it occurring to other people. I may not have complained except this his happening repeatedly with this lot of syringes and I am very concerned the needle may have actually entered my husband's body or that of anyone else. Please look into this.